Manufacturer narrative:
The reported events of high pacing lead impedance and possible distal calcification were confirmed. As received, a partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records. Lead impedance test could not be performed due to as received procedural damage to the lead.

Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was explanted and replaced. There were no patient consequences.